Manufacturer narrative:
The quality investigation is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Device not returned for evaluation.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.